Manufacturer narrative:
(B)(4).

Event description:
The thermacor 1200 rapid infusion system was being used at (B)(6) medical center on (B)(6) 2024, and during a procedure, the hospital stated the return line on the 3 spike set detached and caused blood to leak at the line connection. The set was replaced and the surgery continued. No patient injury or extended time to surgery was noted by the hospital. The DHR was reviewed, and no issue was noted during assembly or during leak testing. The 3 spike set was returned by the hospital, and the investigation was completed. The returned 3 spike set connections were checked and verified to meet specifications. During the inspection, it was noted that the one-way valve that the barb is attached to was placed properly and there were no issues noted with the valve. It was installed correctly, and 15psi of air was sent through it. When air was sent in the other direction, the valve shut and blocked the air access as it should. The retain sample was tested and no issue was noted. The retain sample was opened, and the return line connection was secure. No issue has been noted for this lot of cassettes with the 3 spike sets in the field. There is no inventory left available for this lot of cassettes. It was noted that this was a user error in handling of the 3 spike set. It is very likely that the nurse/operator held onto the tube while unscrewing the luer instead of holding onto the luer's grooves to unscrew. Additional training will be conducted to ensure proper handling and usage of the cassette and 3 spike sets are performed correctly by the hospital personnel.